Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Information not provided by customer. (B)(6). (B)(4).

Event description:
The customer reported questioned patient results for multiple assays including bun (blood urea nitrogen), alt (alanine transaminase) and ast (aspartate aminotransferase) were generated for an unspecified number of patients on the laboratory¿s au480 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The erroneous results were not provided for review.